Event description:
After IV insertion, white safety button appeared stuck and was difficult for needle to retract.======================manufacturer response for shielded IV catheter, insyte autoguard (per site reporter)======================we had a separate incident regarding the safety button not working properly and they were notified by a medwatch report. The other angiocath was sent back to manufacturer for follow up.